Event description:
It was reported that during the course of a procedure the device shut down and would not start back up again. The case could not be completed and was rescheduled for 1 day later. It is unknown if the patient had received any anesthetic. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Device will not be returned for evaluation.